Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 4. Patient city: (B)(6) patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced four infusion set insulin flow alarm events on (B)(6) 2026. Patient reported insulin doesn't exits the tubing with resistance confirming blockage is in the tubing. No further information available.